Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced issued with the infusion set. When the infusion set was removed at that time it was bent. Reportedly, the blood glucose was in the range of 650-700mg/dl and she was very ill for a while. She was taken by the emergency medical services to the hospital. During hospitalization, she received some unspecified drugs via intravenous route and no new medicines. She was admitted for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.